Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Adverse event report is being submitted due to customer contacting doctor due to her glucose readings. Note: manufacturer contacted customer in a follow-up call on 12-may-2020 to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated products are working as intended and satisfied with results. Note: during follow-up call on 12-may-2020, the customer stated she spoke to her doctor after initial call about her glucose readings. Customer did not feel comfortable with the readings and consulted with her doctor about the accuracy. Furthermore, customer is not able to set up her gastric by pass surgery without a log in the meter that is accurate. Customer wants to make sure her meter is giving accurate results. Customer stated that her doctor is aiming for her blood sugar 120/140 mg/dl fasting. Customer will be having gastric bypass surgery in the future and currently continue to monitor her glucose to see when her surgery could take place.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results obtained of 181 and 196mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 220 and 201mg/dl fasting using true metrix air meter. After troubleshooting, the customer is satisfied the product is working as intended and declines a replacement. The test strip lot manufacturer¿s expiration date is 10/13/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6)2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.